Manufacturer narrative:
The respironics service technician was unable to duplicate the reported problem. The service technician confirmed a diagnostic code in log history indicating the ventilator went vent inop due to flow sensor data not being communicated to the cpu. The service technician replaced the sensor board. The service technician performed performance verification testing which passed per operating specifications.

Event description:
Customer reported that ventilator went vent inop, in which the device stopped providing ventilatory support to the patient, and alarmed. Customer reported the ventilator was in use at the time of the reported problem, and there was no patient harm.